Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/11/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed sense seeing the inaccuracy and an alternate bg testing site was used as well as the patient had take medication that contained acetaminophen. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on 06/07/2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 was confirmed. It was reported the patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system states: taking medications with acetaminophen (such as tylenol or excedrin(tm) extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. It was also reported that an alternative testing site was used (wrist) to calibrate the dexcom cgm system. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: using a blood sample from non-fingertip (alternate) sites such as the palm, forearm or upper arm for meter readings. Do not use alternative site testing to calibrate the dexcom g5 mobile cgm system, only use fingerstick measurement. Alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect g5 sensor performance, resulting in you missing a severe low or high glucose event. In addition, it was reported that the patient did not calibrate since seeing the inaccuracy. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. However, a root cause for the reported inaccuracies cannot be determined.